Event description:
It was reported that the ventilator was alarming for low o2 supply pressure. There was no patient harm. Manufacture's ref. #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
It was reported the o2 supply pressure was low. This information is insufficient without logs or replaced part. No further issues has been reported. No investigation has been possible, therefore the root cause of the reported event has not been determined.